Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left-side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, wear abrasion. Leak test was performed and found opening on anterior and opening crack on diaphragm valve. A microscopic analysis was performed which identify opening crack and striated opening on anterior side, consist in the use of some surgical tool. Based on the device analysis the final assessment is a striated opening on anterior due to surgical damage and a crack opening on diaphragm valve due to cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a left-side deflation. Device was explanted.